Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - unknown; product identification and lot number - unknown; date implanted - unknown; PMA/510(k) number - unknown; manufacture date ¿ unknown.

Event description:
It was reported patient underwent total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to cup loosening. It was reported that the acetabular cup was removed and replaced.